Event description:
Customer reported his insulin pump is alarming failed batter test. Customer's blood glucose is 95 mg/dl. Customer removed the battery for ten minutes, cleaned the contacts, and inserted a fresh battery. The device alarmed failed battery test. Customer also stated he received a battery out limit alarm when changing the battery. He stated he is reverting to an older insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).